Event description:
An endurant ii aui stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there was a type iii endoleak through the aui device during the initial implant procedure. Another aui as well as a cuff were placed to seal the endoleak and the event resolved. It was noted that the cuff was required because the second aui did not resolve the type iii endoleak. The physician could not determine the cause of the event but it was noted that there was difficulty passing the delivery system through the sentrant sheath. The physician had to use force to get the device through the valve. It was confirmed that the correct size sheath was used. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.